Event description:
The manufacturer's representative reported "apparent over/underdosing." The pump remained implanted as of 2003. A follow up report will be sent when additional information is received.